Event description:
Löwenstein medical technology received this therapy device following a complaint and it was reported that the therapy was interrupted and the alarm was triggered. The device was reportedly used on a patient. The patient was immediately provided with a replacement device and no harm to the patient, user or third party was reported. The therapy device detected an error/defect and triggered an alarm in accordance with the alarm concept.